Manufacturer narrative:
H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6), 315-35-00 - glnd kwire, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 4 years and 4 months post the initial left total shoulder arthroplasty, the patient showed up in the clinic with humeral pain. The patient showed signs of humeral stem loosening and was converted from a primary shoulder to a competitor reverse total shoulder construct. Photos provided show wear of the glenoid component. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: b1, b2, h6: health effect - clinical code, type of investigation, investigation findings and investigation conclusions. The revision reported was likely the result of humeral loosening and prosthesis wear of the glenoid component. The wear observed on the glenoid component likely resulted from eccentric loading due to superior migration of the humeral component relative to the glenoid. However, loosening and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.